Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the adverse event without identified device or use problem could not be determined. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patients referenced in b5 are filed under separate medwatch report numbers. Literature attachment: article title: ¿infected pseudyaneurysm associated with umbilical depression at the puncture site due to perclose prostyle suture: restoration for infection prevention.¿

Event description:
The article reports that there have been some reports of infection complications associated with perclose prostyle devices when used for hemostasis in thin patients. The puncture site may become umbilical depressed. The article reports three cases of umbilical site depression with the perclose prostyle suture. This event represents case 3 from the article. It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular thrombectomy (evt) interventional procedure for a severe stenosis lesion in the right superficial femoral artery (sfa). A stent was implanted in the right sfa via the left femoral artery (fa) approach, and hemostasis was achieved using the prostyle suture. The puncture site then became depressed like a navel. Based on the experience of cases 1 and 2, the subcutaneous tissue around the suture was incised, the suture was buried in the subcutaneous tissue, and the dermis was sutured with 5-0 absorbable sutures. The patient is being followed up as an outpatient, and there is no evidence of infection, and the condition is good. There no reported clinically significant delay in the procedure or therapy. Details are listed in the article titled, "infected pseudoaneurysm associated with umbilical depression at the puncture site due to perclose prostyle suture: restoration for infection prevention." No additional information was provided.